Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. The type of failure is indicative of a torsional overload.

Event description:
The distal tip of a polyaxial screwdriver broke off during insertion. The event caused no patient harm.